Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. The patient presented to the clinic, and it was found that the competitor right ventricular (rv) lead connected to this crt-d, had an out of range pace impedance measurement that was greater than 2000 ohms. Almost 3 weeks later, the device was beeping again. The health care professional was going to review additional home monitoring transmissions and call back with any questions. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.